Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae( ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, prior to initiation of support. During the procedure, the staff was unable to palpate or doppler a pulse on either foot. The nurse stated that she was unable to palpate a pulse prior to the case. The patient has pitting edema to both legs, with more on the right. Bilateral feet are cool to touch, and equal in temperature and color. An angiogram prior to the case demonstrated poor vasculature. The patient did not report any pain to either leg or foot. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.3l/min without any issues. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).